Event description:
Customer stated their front tooth is loose, they have gum damage in the front teeth and state a small hole is forming in their tooth at the gumline. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.